Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Requested return of suspect device and replacement was sent.